Event description:
It was reported that one of the detector heads on the infinia ii slid along the lateral axis and towards the gear, hitting the hawkeye detection unit/data collection and processing system. Examination by ge healthcare field service revealed that one of the lead screws broke off during transition between home positions (i.e. From "l to h" mode) after patient use. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.